Event description:
It was reported that the right ventricular lead threshold was high and occasional "pauses" were being seen. The clinician thought it may be some noise on the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4965-35 lead 1999-(B)(6); 5866-38m adaptor 2002-(B)(6); 5076-58 lead 2002-(B)(6); 2187-85 lead 2002-(B)(6). (B)(4).